Event description:
Related manufacturer reference number: 2017865-2024-64074. It was reported the patient presented for implant procedure. During surgery, the right ventricular leadless pacemaker (lp) lost telemetry. When connection was re-established, the ventricular lp had been programmed as an atrial device. Programming changes were performed to reset the lp. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of being unable to interrogate the aveir dr system during finalization was confirmed through remote trouble shooting and/or review of session records and merlin logs. When the programmer experiences a telemetry break, it inadvertently misconfigures the active rv lp as new ra lp. The root cause has been identified in the programmer software and has been addressed in a future release. The device is subject to the merlin pcs aveir dr implant configuration action issued by abbott on 21 november 2024.  D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.